Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post implant x-ray indicated that the atrial lead had dislodged. At the lead revision procedure, the atrial lead position showed that the lead was back in the right atrial appendage where it had been placed the day before. The lead was re-positioned; however, the following day there was no capture and again an x-ray showed that the lead was dislodged. In addition, a bipolar lead impedance warning was triggered. The lead was programmed off and with the intent that the patient will undergo an atrio-ventricular node ablation. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.